Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, balloon rupture occurred. Access was obtained via right femoral artery. The 95% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). The 2mm x 40mm x 144cm coyote es otw balloon catheter was used to dilate the lesion and ruptured at 14atms on the first inflation. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.